Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pace impedance measurements from 676 ohms to 2,003 ohms. In addition, there was an increase in shock impedance measurements from 65 ohms to > 200 ohms. It was noted that this was an abrupt jump. Rv-to-ra (right atrial) and ra-to-can were both 200 ohms, and rv-to-can 79 ohms. It was suspected that a ra coil anomaly may have contributed to the out-of-range impedance measurements. Ts reviewed possible rv rate/sensing issues, and chest x-rays were recommended. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).